Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 1 week after the dental implant was installed in intraoral regions #27 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed.